Manufacturer narrative:
The device will not be returned. However a non-visual inspection will be carried out and a follow up submission will be submitted. Weight: the patients weight is not provided as it is not taken at the time of the appointment. Serial #: is not applicable with the exception of serial number as the device is manufactured by prescription implant date-explant date: is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a reaction to the dream tap. It was reported by the assistant, "patient developed ulcerations and irritation on tongue/cheek." The provider notes, "the patient first used the device on (B)(6) 2020 and attempted wearing the appliance multiple times with discomfort. Then on (B)(6) 2020 the patient attempted regular wearing. The patient stopped wearing the device on (B)(6) 2020 and the reaction lasted for 1 week. The patient was given kenalog with orabase, predisone by mouth. The patient had a known allergy to nickel as a teen, but nothing current. The patient did see an allergist due to this episode and confirmed an allergy to titanium per the pattern on the tongue and mucosa. The patient also has a history of asthma and arthritis. There were no adjustments made to the device. With regard to the device: it was washed in copious water. The patient was instructed to clean the device based on the instructions provided with the device. The device is not available for returned.

Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (B)(4) review: lot# e2mm 11341 (erkodur) was manufactured from 10/28/19 and was assigned with 3 years expiration. Lot# ep2mm 11336 (erkoloc-pro) was manufactured from 10/21/19 and was assigned with 3 years expiration. (B)(4) review: part #: dr75-0pdd-20 kit #: pkt75k-0pdh-20 supplier's ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: device was not returned for investigation. Root cause: a root cause for this complaint cannot be explicitly determined. Supplier ((B)(4)) noted the metal parts used on the device to be the likely source for a reaction. Per the reported information, the patient developed ulcerations and had irritations on the tongue/cheek areas. The physician also noted that the patient had a known allergy to nickel as a teen, but nothing current. Additionally, the patient saw an allergist due to an episode and confirmed allergy to titanium. Per the "side effects" section: the metal parts are made of medical grade stainless steel or cobalt chromium. Per "warnings" section from patient instruction booklet sent to the patient, it contains the following statement, "allergic reaction may be encountered in people who are sensitive to nickel or self-curing acrylic." The device's caution label states that "inspect the dreamtap device prior to each use. If any parts of the device become loose or damage, return to your prescriber. Discontinue use if you observe material separation, material degradation, or damage parts. Discontinue use if you are experiencing nausea, vomiting, soreness or an allergic reaction. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of (B)(4) material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
The provider provides the following information: "the patient first used the device on (B)(6) 2020 she attempted wearing the appliance multiple times with discomfort. Then october, 14 she attempted regular wearing. She stopped wearing the device on (B)(6) 2020 and the reaction lasted for 1 week. The patient was given kenalog with orabase, predisone p.o. The patient had a known allergy to nickel as a teen, but nothing current. The patient did see an allergist due to this episode and confirmed an allergy to titanium per the pattern on her tongue and mucosa. She also has a history of asthma and arthritis. There were no adjustments made to the device. With regard to the device: it was washed in copious water. The patient was instructed to clean the device based on the instructions provided with the device. The device is not available for returned.

Manufacturer narrative:
New information provided by the provider. Section a: a2: this information updated to reflect new information. A6: this information updated to reflect new information. Section b: b5: this information updated to reflect new information. B7: this information updated to reflect new information.